Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, when they cut off the pulmonary fissure, the surgeon was able to press the green button but could not squeeze the handle and the stapler was not able to fire. They replaced a new reload to continue operation and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.